Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.2 inr, retention meter and customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Relevant retention test strips (lot 361441-11) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant values when testing with coaguchek xs meter serial number (B)(4). At 3:52 p.m., a sample from this patient was tested using the meter, resulting with a value of 7.3 inr. At 4:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.6 inr. At 4:07 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. At 7:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.6 inr. At 7:33 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.8 inr. At 7:45 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.4 inr. At 10:13 p.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. For all 7 measurements, the patient collected samples from three different fingers. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient's product was requested for investigation.